Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient presented emergently 71 months post stent graft implant with pain to another hospital and transferred to the repairing hospital. The CT demonstrated that the aneurysm had ruptured. It was reported that the stent graft had migrated distally resulting in a type I endoleak. The physician elected to convert the patient to an open surgical repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes: results: initial implanting information is unknown. Rupture/perforation/dissection, endoleak, migration. Conclusion: initial implanting information is unknown.